Event description:
Sorin group (B)(4) was notified on (B)(4) 2012, of a mitroflow valve (model lxa, size 21 mm, (B)(4)) that was explanted on (B)(6) 2012 for reported bioprosthetic aortic regurgitation due to non coaptation of two leaflets. The valve was implanted on (B)(6) 2012. As reported, post-implant echocardiography examinations identified the reported regurgitation, but it was initially determined that the amount of regurgitation was not sufficient to require explant. On (B)(6) 2012, the valve was explanted. The surgeon was not reporting a complaint regarding the quality and/or performance of the device; however, he commented that the pt's abnormal anatomy, resulting from a congenital bicuspid native aortic valve and a heavily calcified aortic annulus, likely contributed to the event. The device was discarded after explant and is not available for eval.

Manufacturer narrative:
Eval method: the results of the device history record review, including a review of the function testing video, confirmed the device met all material, dimensional and performance requirements at the time of the manufacture and release. Results: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as the device is not available for eval; however, the surgeon reported that perhaps suture placement is more critical with an abnormal anatomy, resulting from the pt's native aortic valve being a congenital bicuspid.